Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call bolus delivery loop, prime anomaly and high blood glucose levels. Customer's blood glucose level was 600 mg/dl. Customer experienced shortness of breath, cotton mouth, shaking and treated their high blood glucose via manual shot. Troubleshooting for bolus delivery loop was performed. Customer advised the device would go from the rewind screen to the bolus screen. Customer believed they were stuck in a bolus delivery loop. Customer removed the battery for 10 minutes, received battery out limit alarm and the bolus alert stopped. Customer was advised the bolus delivery loop occurred due to attempting to bolus while in the rewind/fill tubing process. Customer was able to completely fill the tubing properly.